Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "upstream occlusion alarm" was unable to be reproduced. The device was unable to be tested for upstream occlusion detection due to reload set alarm (tube not properly loaded in air detector) after loading a set. A review of the event history log revealed upstream occlusion alarm messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed ultrasonic sensor which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.